Event description:
The following has been reported: biomed reported: two issues with tubing surrounding the same issue with different nurses. Ivig was dripping from the flow dial; it was welling up in the dial. A preliminary review of the logs identified the following issue: administration set leak (external part). Unknown if issue stopped an active infusion. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.